Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an anastomosis, 1/4 of the anastomosis had not been stapled. The anastomosis was finished manually. Implementation of a lateral protective ileostomy at the end of the procedure.

Manufacturer narrative:
(B)(4). Batch # p57r77. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience? What purse string technique was utilized? Where is the green gap setting scale was the device fired? What confirmation was received by the healthcare provider that the firing was completed? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Were there any staple formation issues noted? If so, please describe the shape. What is the current patient status?